Manufacturer narrative:
Plaintiff underwent placement of optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter causing abdominal pain, elevated heart rate, and breathing issues. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and require extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The device was not returned for analysis. A device history record (DHR) review could not be conducted as the sterile lot number was not provided. Without the return of the device for analysis and without films of the event, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The reported elevated heart rate and breathing issues experienced by the patient could not be confirmed and the exact cause could not be determined. Abdominal pain, elevated heart rate, and breathing issues does not represent a device malfunction. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As noted in a legal brief, plaintiff underwent placement of optease vena cava filter on or about (B)(6) 2014. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, filter causing abdominal pain, elevated heart rate, and breathing issues. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and require extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.